Event description:
In 2008, the device suddenly stopped working without any prior warning. Time of the event: 23:45. The doctor in the cardiac intensive care unit heard the relief valve open and saw that the device had stopped. Further attempts to operate the unit failed. The subject at hand is a very serious malfunction where the ventilator stopped functioning without prior warning. According to the review testing, the following codes were received: 07169, 07156, and 07085. According to the review alerting, code 6002 was received. The device behaved as if the main power switch was closed when in actuality, it was in the "on" position. The severity of this malfunction is a failure to forewarn of a problem with the ventilator. The device was tested three days in a row at the hospital and found to be in working order. The randomness of the malfunction raises the severity of the problem and reduces the reliability of the device, especially since it is a new device that entered into use on approx four months before. Further to the request from the company, the device was sent to the company overseas to be inspected. The findings of the manufacturer are very important to the further use of these ventilators. In our hospital, there are over 200 different ventilators in use daily and to the best of our knowledge, there has never been such a serious malfunction found in these ventilators, especially in the last twenty years.